Event description:
Boston scientific received information that this device was explanted after several high out of range impedance measurements of greater than 2000 ohms were reported on the right ventricular lead as well as rising thresholds. The increased impedance measurements were believed to be due to a loose setscrew or connection issue with the lead and the device header. The device was explanted and successfully replaced and the lead was implanted in the replacement device without further issues. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.